Event description:
Event description guidant/cpi received information that the patient with this implantable pulse generator (ipg) was in an auto accident. After the accident, the ipg had ventricular oversensing. During the invasive procedure, both the ipg and ventricular lead were explanted and replaced. The ipg was returned for analysis.